Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported dislodged and bent cannula as well as hospitalization with diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level (bg) rose to 14 mmol/l (252 mg/dl) and they had ketones of 5.6 mmol/l while wearing the pod between 25 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent, dislodged and leaking insulin. The patient attempted a bolus while at home without success. The patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). Symptoms reported include nausea, vomiting, abdominal cramps and headache. As treatment, insulin and glucose drips were administered. The patient was at the hospital for 1 night.